Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, presented with pain with stooling - had recent vaginal infection and was treated with monistat - vaginal examination revealed small mid rectocele - vaginal estrogen cream prescribed. Pelvic exam revealed small high posterior rectocele and a small enterocele, some granulation tissue on the cuff - treated with silver nitrate. Had spotting, bleeding and abdominal pain - she has apical descent with the posterior level 1 area coming down to the introitus which is worse with valsalva, apical prolapse of the vagina, atrophic grade 3 enterocele and grade 3 rectocele, sigmoidocele, pelvic organ prolapse score 2+ - ivs graft is felt and there is large prolapse of the apex and posterior vaginal vault pessary (gellhorn) was in place ((B)(6) 2005 (B)(6) 2006) she is going to need a sacrospinous ligament fixation transvaginally ((B)(6) 2005). Planned for surgical intervention ((B)(6) 2006).recurrent posterior vaginal vault prolapse - examination revealed pelvic organ prolapse score 2+ rectocele - ivs graft is felt and there is large prolapse of the apex and posterior vaginal vault - admitted for an abdominal colpopexy, probably cystoscopy with bilateral ureteral stent placement. Underwent abdominal sacral colpopexy with gynecare polypropylene mesh, perivaginal defect repair/burch anterior urethropexy, cystourethroscopy with dye injection for recurrent vaginal vault prolapse with enterocele and anterior lateral vaginal wall defect. Cystourethroscopy revealed bladder side walls were normal. No evidence of sutures were noted within the bladder side wall, and the bladder was intact as far as could be discerned. Pain with stools - vaginal examination revealed grade 2 mild rectocele. Some change in her urinary habitus after the burch with some frequency and some directional changes - still having constipation but is doing well with the zelnorm and miralax - vaginal examination is pertinent for vaginal atrophy - the appearance of four nylon sutures at the apex of the vaginal cuff and these are removed - on the posterior vaginal wall is a pelvic organ prolapse (pop) 2 mid-rectal prolapse which comes down to the hymenal ring but not beyond it - she is asymptomatic for this; does not feel it or bothered by it - restart vagifem.examination rectocele/enterocele grade 3/level 1-2 - vaginal enterocele (congenital or acquired), pop 2, scarring present at apex - advised kegel exercises, zelnorm, vagifem and miralax prescribed. As per last available record dated (B)(6) 2013 patient rectovaginal examination. Revealed rectocele - chronic and asymptomatic rectocele - counseling given regarding dietary and perineal care.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information sections. Correction sections. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, urinary problems, recurrence, dyspareunia, erosion, interventional surgery with additional (gynecare gynemesh) implant.